Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a screen issue. The technical support specialist confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a screen issue. The customer stated that the station stuck at bluescreen, was not able to recover even after rebooting causing a delay in dispensing medications. There were no adverse events or injuries reported based on this event.